Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and found the compressor connection to the compressor pcb was not fully connected and clogged the compressor inlet filter. The se adjusted the connection and replaced the compressor inlet filter. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had compressor inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.